Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester noticed when descending half way down the lower leg with the c-ring and cautery out she noticed a rubbery material in the tunnel, then she noticed smoke from the exposed portion. Harvester pulled out the entire device and opened a new kit. Finished the case with no patient incidence. Harvester said the jaws looked like they burned up and crumbled off. The hospital did not report any patient effects.

Manufacturer narrative:
From "product problem" to "adverse event & product problem", from "malfunction" to "serious injury". (B)(4). A lot history record review was completed for lots 25137986, 25137986 and 25138050; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester noticed when descending half way down the lower leg with the c-ring and cautery out she noticed a rubbery material in the tunnel, then she noticed smoke from the exposed portion. Harvester pulled out the entire device and opened a new kit. Finished the case with no patient incidence. Harvester said the jaws looked like they burned up and crumbled off. The hospital did not report any patient effects.